Event description:
It was reported that the surgeon revised the patient and used gmrs proximal femur. He put in a 102mm x 10 cemented stem and while reaming the surgeon reamed through the anterior cortex. This was not noticed until after surgery in post op x-rays. The most proximal end of the stem is poking out of the anterior cortex.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stem. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.